Manufacturer narrative:
H3: correction. Manufacture's investigation conclusion: a direct correlation between (B)(6), and the reported events (right heart failure and patient expiration) cannot be conclusively determined through this investigation. The patient was implanted with (B)(6), on (B)(6) 2020, and expired on (B)(6) 2020, due to right heart failure. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Multiple attempts for additional information, including product return requests, were sent to the account, however, no further information has been provided at this time. The heartmate ii left ventricular assist system instructions for use lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020, via (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient expired due to right heart failure. Additional information was requested but not required.